Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and an insulin injection was administered to address bg. Customer alleged pump was not functioning as intended. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. However, customer maintained the pump was the cause of event. Customer continued to use pump for insulin therapy.